Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient was admitted to hospital with one cylinder eroded and visible at meatus. Patient is demented, so no information available about when this first happened. Physician was able to remove cylinder with a clamp. No surgical intervention. The contralateral cylinder of the spectra penile prosthesis remains. No further complications were reported in relation to this event.